Event description:
The customer reported they could not get the ventilator to work properly. The respiratory therapist reported the monitor screen would display dashes in place of patient data. The manufacturer's service technician reported that review of the ventilator diagnostic log found occurrences of a sustained occlusion. When an occlusion is detected during normal ventilation, the esprit will open the safety valve. Safety valve is a component utilized during safety valve open (svo), an emergency mode of ventilation that allows the patient to breathe through the system. The service technician tested the ventilator and reported testing failed with results out of specification. The service technician replaced the 3 station solenoid to correct the finding. Extended self testing and performance verification testing was completed and the ventilator passed to operating specifications. The device was not in use on a patient therefore there was no patient harm or involvement.

Manufacturer narrative:
Solenoid